Manufacturer narrative:
(B)(4). This product complaint was reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) number for that product is k983112. Method: the returned rt100 adult breathing circuit was visually inspected for bent pins and tested to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket in the expiratory limb. A visual inspection revealed that one of the heater wire pin was bent and split. This prevents the adaptor from connecting to the heater wire socket. A lot check revealed no other complaint of this nature for this lot number. Conclusion: it is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or damaged pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. Bent or damaged pins do not preclude ventilation of the pt, but prevent the heating of the gas delivered. (B)(4).

Event description:
A hosp in (B)(6) reported via distributor that an expiratory limb of an rt100 adult breathing circuit could not be plugged into the heater wire adaptor due to a deformed connector pin. This was noticed prior to pt use. No pt consequence was reported.